Event description:
The customer contacted physio-control to report that they could not get to the paddles lead to obtain an ECG when they used the device on a patient in cardiac arrest. The device was used with chest pads, and one defibrillation shock had been administered to the patient. The customer then connected a capnography line and at that moment, the patient's rhythm disappeared from the screen. The connection was then checked, but no ECG could be obtained over the paddles lead. The device could therefore not be used to determine the need for defibrillation therapy and to deliver a shock. A back-up device was used to continue treatment of the patient. There was patient use associated with the reported event however, the patient's outcome and further patient details were not provided.

Manufacturer narrative:
Physio-control evaluated the device, but could not verify the reported failure. Proper device operation was observed through function and performance testing. Following evaluation, the device was returned to the customer for use.